Manufacturer narrative:
The end user provided lot traceability. A review of the manufacturing records relative to the material, assembly and inspection revealed no anomalies. The device was received for analysis. As received, the specimen consisted of one-1 safari2 275cm x sml; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. No other devices were returned with the specimen safari2 device. The specimen presented offset/overlapping coil wraps over the distal 10.3cm, creating localized oversized diameters to .04085". The specimen also presented bends of varying severity and frequency scattered over the length of the device. No other damage or inconsistencies were noted to the specimen. Both joints appeared to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appeared visually and dimensionally correct. At this time it is not possible to assign a definitive root cause for the event as reported. As noted in the device instructions for use (dfu), "exercise care in handling of the guidewire during the procedure to reduce the possibility of accidental breakage, bending, kinking or coil separation". Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported. If additional information is received or the product is returned for analysis a follow-up medwatch report will be submitted.

Event description:
As reported by the distributor: it was reported that the wire could not be pulled out of, sr guessed, the catheter balloon and it looked like it's frayed on the end. They pulled it out through the sheath. The entire system came out. This happened during the procedure and inside the patient's body. No complication. The patient is fine. Additional information received: they were post dilating the edwards s3 device and upon completion they wanted to pull the wire back into the post dilatation balloon ( edwards ); however, the wire would not come back completely into the balloon. So they removed the balloon and wire as one unit without difficulty. First time unit was used? It had been used previously to deploy the valve and then removed from the body, wiped off and reintroduced into the body through a pigtail catheter. The post dilatation balloon was inserted over it. Post dilatation performed. After this is when the wire would not come out of the catheter tip.